Event description:
It was reported that the retaining clip of the screwdriver cracked. The driver was dropped after surgery and the retaining clip broke off. The manufacturer rep did not suspect that anything broke in the pt. No pt complications were reported.

Manufacturer narrative:
(B) (4): the screwdriver was returned for eval. Visual examination confirmed the sleeve broke between the stress relief fillets of the retaining tabs. Witness marks were noted on the outside of the broken off portion of the sleeve. Microscopic examination of the fracture revealed a quasi-brittle fracture, with no indication of fatigue or torsion, suggesting possible bending moment; the crack appears to have initiated at the stress relief fillets. A review of the device history records did not identify any applicable nonconformance to specification.